Manufacturer narrative:
Product analysis: manufacturer's analysis found that the lower display of the external pulse generator (epg) was barely legible, and there was a failure of the liquid crystal display (lcd). It was also noted that an incoming test was not able to be performed, as there was a capacitor problem. The upper case was broken, and the cap of the battery drawer was missing. The epg was scrapped. A manufacturing date for the epg was not found in the available resources. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.